Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "high" on the continuous glucose monitor and a high level of ketones. Reportedly, multiple, intermittent occlusion alarms occurred. Bg was treated via intravenous insulin and fluids. Reportedly, customer left the ER 3 days later with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.